Event description:
It was reported that the ilet touchscreen was unresponsive, and the user completed cleaning, stylus check, charging pad test, and a long wake-button press, after which a restart via the ilet mobile app restored normal function, consistent with a device display input issue. No adverse health effects reported. Outcomes included no impact to blood glucose and no medical intervention. Investigation included user troubleshooting and a software restart. Investigation of this case revealed that the capacitive touch sensor recalibrated and normal touchscreen responsiveness returned after restart. It was concluded that the device functioned as intended following recalibration and restart, and no device malfunction persisted.